Event description:
It was reported that the user experienced repeated dexcom sensor error alerts and pairing failures while attempting to use the ilet with a dexcom g6 sensor, including instances where the app displayed a warm-up for a removed sensor and where two different sensor packages showed the same code, followed by successful entry of a new sensor code and transmitter serial number after toggling g7/g6 settings. Symptoms included no adverse clinical effects, with blood glucose reported as stable and the user entering capillary values into the ilet to avoid suspension of insulin delivery. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education focused on sensor code verification, mode toggling between g7 and g6, and re-pairing with a correct sensor code and transmitter serial number. Investigation of this case revealed a sensor malfunction and a pairing process failure that resolved after reconfiguration and replacement with a new sensor code. It was concluded that the event involved a malfunction of the cgm sensor and pairing process without patient harm, and that the ilet¿s insulin delivery was not adversely impacted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.